Manufacturer narrative:
(B)(4). Batch # n90932. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the device was not forming clips correctly; the clips were shaped like "a flat j." Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # = n90932. The analysis results found that the el5ml device was received in good visual condition. In addition, 2 malformed clips were received in a bag with the device. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore, no functional testing could be performed. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.